Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Date of event is estimated.

Event description:
It was reported that the patient experienced inadequate stimulation. Diagnostics indicated high impedances on both leads. As a result, the leads were explanted and replaced on (B)(6) 2019. Related manufacturer reference number: 3006705815-2019-03542.